Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported guide wire stuck in the oad was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire stuck in the oad appears to be related to circumstances of the procedure. The driveshaft section that was returned is fractured 4.3cm proximal from the tip bushing. The distal fractured section was removed from the guide wire with resistance due to a kink in the guide wire. The kink in the guide wire likely contributed to the driveshaft fracture. There are rotational wear marks on the kinked section indicating the oad was spun over the kink which can lead to driveshaft or guide wire damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for the treatment of calcification in right coronary artery (rca) #2, and debulking was performed. A guide catheter extension was used to enhance support. When retrieving the oad, the viperwire advance coronary guide wire with flex tip and oad became stuck, and were removed together from the patient anatomy. Imaging was performed, confirming the effectiveness of the debulking, and since there were no complications, the treatment was continued. Intravascular lithotripsy (ivl) was subsequently performed, and the procedure was completed. There were no issues with external testing or lesion debulking, but the cause of the oad and viperwire being stuck during retrieval is unknown. There were no adverse patient effects and no clinically significant delay in the procedure. Analysis identified a driveshaft fracture.